Event description:
It was reported that after a da vinci s prostatectomy procedure, the monopolar curved scissors instrument had unknown black spots after it was cleaned. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering found the surface of the scissor blades to have various black spots from pitting corrosion. Engineering concluded that the blade material was likely damaged due to elevated temperatures and/or cleaning agents. The endowrist instruments instructions for use (IFU) specifically states: caution: prolonged exposure to either ultrasonic cleaning or cleaning agents may result in instrument damage. Do not expose instruments to hydrogen peroxide, bleach, or alkaline-based cleaning agents, as this may result in instrument damage. Engineering also observed the distal end of main tube has two sections, 2 inches apart, with light material removal on one side of the tube. The damaged areas are both approximately 1.2 inches long and parallel to the tube axis with a rough surface finish. Based on the location and appearance, the damage was most likely caused by a cannula accessory. No other damage found. Additional investigation is underway regarding the cannula accessories. A follow-up MDR will be submitted if additional information is received.